Event description:
It was reported that a guidewire fracture and removal difficulty occurred. The diffusely stenosed target lesion of less than 30% was located in the moderately tortuous and moderately calcified left circumflex artery. After withdrawal of a balloon, the 190cm straight-tip samurai guidewire was noted to be abnormal and could not be withdrawn. A microcatheter was introduced, but the guidewire was fractured and could not be removed. The device fragment remains inside the patient. The procedure was completed with a different device and the patient was stable.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter phone: (B)(6).